Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. The issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.

Event description:
Caller alleging receiving discrepant low inratio reading. On (B)(6) 2013 inratio 2.5 lab 5.2. Time between testing immediate. Patient's therapeutic range unknown.